Manufacturer narrative:
Corrected data: d4 ¿ UDI. D9: 12-jun-2024. H3: one device was returned for repair/evaluation in used condition. This device has not been in for service in the review period. Customer's reported problem was verified, as the device was found to be displaying "key stuck" alarm message during power up. A faulty keypad membrane caused the issue and replaced keypad to correct the issue. Device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device keeps alarming "key stuck". Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.